Event description:
Duirng a lap cholecystectomy procedure, the first clip worked as expected however as he proceeded to clip, the distal ends of clips deflected and had to be removed. There was no pt consequence. Case completed with same like device.